Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported that the ilet had entered bg run mode after a sensor change about an hour prior, and the sensor was not pairing. Blood glucose (bg) was affected, with a high of 500 mg/dl. The agent guided the user¿s mother through troubleshooting, which restored cgm readings. Bg levels began trending down, confirmed by fingerstick, though the user experienced vomiting during the event. The ilet continued insulin delivery and bg returned to range later that night. No medical intervention was required.